Manufacturer narrative:
Radiographs received depicted a fractured set screw. No product information or explants have been received. DHR review and product investigation cannot be completed, as the device remains in-situ. No revision date is set, as patient is asymptomatic and surgeon elects to monitor through routine follow up. Radiograph received confirms the malfunction of the set screw (inferior end). It is unknown if the patient followed post-operative instructions or sustained a fall that may have contributed to the implant's disassociation. Review of labeling notes: possible adverse events: delayed union or nonunion (pseudarthrosis), bending, disassembly or fracture of implant and components, loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. Postoperative warnings: the patient should be advised that implants may bend, break or loosen despite restriction in activity. Labeling warnings and precautions: based on the fatigue testing results, the surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions. The root cause of this event cannot be determined at this time. No conclusion can be drawn.

Event description:
Follow-up exam radiographs showed inferior screw broken at neck of screw. Patient is asymptomatic. Surgeon has elected to monitor patient.